Event description:
Patient came in as outpatient for CT guided lung biopsy. Patient was alert and oriented throughout most of procedure. Patient received fentanyl and versed for procedural sedation. Towards end of the procedure, patient snoring and end of procedure chest CT showed no pneumothorax. Occlusive dressing placed after biopsy needle removed. Patient unarousable. Md called to procedure room. Bp dropped, placed in trendelenburg position. Patient foaming at mouth and posturing. Head CT taken which showed intravascular cerebral air embolism. Patient went into pea arrest and CPR and resuscitation started. Review of CT of chest performed at end of procedure showed air in the right ventricle, aorta and pulmonary artery. Femoral arterial and venous lines placed in attempt to remove intracardiac air. Repeat chest CT showed near resolution of intracerebral and intracardiac air. Patient did not regain consciousness. Pt. Transferred to ICU and then to outside facility for hyperbaric oxygen treatment. Informed by family that patient died two days after event.

Manufacturer narrative:
No sample was available for review, therefore we are unable to determine the exact cause for the issue reported. However; the customer did state that she was unaware of any product issue that may have contributed to this incident. Based on this information this reported issue does not appear to be related to the manufacturing process or the device design. (B)(4).